Event description:
The customer reported that the system shut down and smoke was coming out of the x-ray tube. There is no report of pt injury associated with this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The x-ray tube, and signal and high tension cables were replaced. The system was then found to be operating as intended.